Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2016. The fse found and replaced split tubing at pinch valve (pv27) to resolve the reported issues. The fse performed verification of the instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
The customer reported a clear fluid leak of approximately 10ml from a coulter lh 500 hematology analyzer. The leak was not contained within the instrument and the instrument generated count time error messages and non-numeric differential results at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.